Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional event, product, and/or patient details are not attainable. Reason for reoperation: gel bleed.

Event description:
Patient reported unknown side "implants were leaking silicone into my body" and "I believe this is the reason for my declining health". The following events are not related to the device "autoimmune disease¿, ¿diagnosed with nmosd (autoimmune disease)¿, ¿optic neuritis¿, ¿21 symptoms of breast implant illness¿. The device has been explanted.